Manufacturer narrative:
The complainant in japan discarded the impella product at the time of explant. No benchtop analysis to root cause is possible. The manufacturer will close the case, though should more information be shared by the medical team in japan that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center in japan had an impella cp support in which there was an access site bleed. The bleed was treated by application of the sandbag and additionally 8 units of blood products were infused. The pump remained on for support until wean and explant.